Manufacturer narrative:
The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that a hair approximately 11 cm in length was inside the sealed package. The event description and condition of the returned device indicate that product fails to meets specification due to the manufacturing process at a supplier site. Therefore the root cause for this event is supplier manufacture. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was unpacked on (B)(6) 2014. According to the complainant, a large hair was noted inside the packaging. It was reported that the product was unopened and no damage was noted on the packaging and pouch seal. There was no patient or procedure involved with this event. The device was left unopened and set aside for return.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was unpacked on (B)(6) 2014. According to the complainant, a large hair was noted inside the packaging. It was reported that the product was unopened and no damage was noted on the packaging and pouch seal. There was no patient or procedure involved with this event. The device was left unopened and set aside for return.